Event description:
The customer contacted stryker to report that their device keeps resetting when the lid is open. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The customer will receive a replacement device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device keeps resetting when the lid is open. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the customer¿s device at the product assessment center (pac) and the cause of the reported issue was determined to be due to the user error. The user is not properly following and performing the instructions for software update, the lid was prematurely opened. The customer's device was archived by stryker. Section h6 device code grid of initial MDR indicates: failure to power up. Section h6 device code grid of initial MDR should indicate: inappropriate or unexpected reset.